Manufacturer narrative:
During a follow up call on (B)(6) 2015, the customer stated blood glucose level had stabilized after delivering manual insulin injections. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was reported that the customer's blood glucose (bg) level was 350 mg/dl. In addition, the customer stated bg level ranged from 300-400 mg/dl. It was confirmed that the customer had manual insulin injections available for diabetes management.